Event description:
Additional information received reported that the measured impedance values were over 3,600 ohms. No other troubleshooting was performed.

Event description:
It was reported that the patient went to the hospital to have his device checked on (B)(6) 2012 as he could no longer feel paresthesia. Impedance measurements were high, and the hcp decided to explant and replace the lead. The lead broke during explant and a part of it remained inside the patient. A new lead was implanted on the opposite side and it was reported that the patient was fine and impedances were okay.

Manufacturer narrative:
The device is included in the educational brief, discussing lead fragments left behind during the removal of the interstim tined lead ((B)(4) 2010). Also included was a copy of the "FDA public health notification: unretrieved device fragments" issued by the u.s. Food and drug administration (FDA) on january 15, 2008.

Manufacturer narrative:
Analysis of the lead model 3093-28 lot unknown found all conductors broken 24cm from the proximal end of the lead, at or near the tines. The distal segment was stretched and the conductor wires were broken from the weld sites at the electrode end.